Event description:
Pt was undergoing a right arthroscopic debridement. Following the procedure, 5 to 6 small burns covering about a 4-inch by 4-inch area on the left inner medial thigh were noted. Burns are 2nd degree to full thickness that the plastic surgeon believes will heal with minimal scarring. The size and shape of the burns is consistent with the end of a metal rod that is used to immobilize the operative knee during the procedure. It was noted during the procedure that the pt "jumped" each time the shaver was activated. Initial investigation has revealed high micro leakage readings (.987 ohms and 1181 ma) at future medical systems (fms)/stryker interface connector. (This interfaces the stryker 12k shaver with the fms irrigation/distention system). It was noted that the power cord was not fully seated, and when fully seated, the leakage and ground leakage dropped to .235 ohms and 250 ma. Stryker has evaluated their equipment on site and found no problems.